Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, despite thorough troubleshooting. Magnet application did not yield the expected tones. The guidant field representative was informed that an out-of-range impedance measurement was encountered during a previous device check. The device was explanted and subsequent interrogation was successful. The existing chronic lead system was abandoned and replaced during implant of a new guidant ICD. The explanted device was returned for laboratory evaluation.